Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level below 40 mg/dl and hospitalized on (B)(6) 2019. Customer had seizure. Customer was treated by glucose tablet and carb intake. Customer was using insulin pump within 48 hours of reported low blood glucose event. Customer was using auto mode on insulin pump. Device will not returned for analysis.